Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 46 mg/dl. Customer stated that she had low blood glucose of 46 mg/dl but sensor read 72 mg/dl. Customer also states that they had calibration error. Device will not be return for analysis.